Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: unknown right mentor saline prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with unknown mentor saline prostheses experienced the following post procedure: left breast noticeably smaller than the right, numbness and tingling, brain fog, sleepiness, constipation, electric shocks, back pain, neurological issues, dry eyes, stomach issues, heart palpitation, fungus, candida, and pain in lymph nodes. At the time of this report, mentor has received no information regarding explant date. This report is for the left breast prosthesis. See manufacturer report number 1645337-2018-04612 for the contralateral prosthesis.